Event description:
It was reported that an occlusion alarm occurred resulting in a blood glucose (bg) level of "high." Customer changed pump supplies to address the issue and administered a correction bolus via the pump. Blood glucose level was resolved.